Event description:
A 16 mm diameter x 16 mm diameter x 8.5 cm length aneurx iliac stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm (2953200-2007-00092), aneurysm morphology is unk. Vessel morphology is reported to be severely calcified. It was reported that the physician had implanted the stent graft system. Due to the calcification there was a slight type I endoleak distally to the iliac limb. The physician elected to model the left common iliac artery with a reliant stent graft balloon catheter. The physician elected to inflate the reliant stent graft balloon catheter partially in the stent graft and partially in the iliac artery. The iliac artery was perforated. The advisory notice letter regarding the reliant stent graft balloon catheter usage that was sent to the hospital was posted on the vascular operating room wall. The physician treated the perforation by ligating the left common iliac artery and performed a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection/perforation). Patient's condition affected effectiveness of device (severely calcified). Incorrect technique/procedure (inflation of the reliant stent graft balloon partially in the stent graft and partially in the iliac artery). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (severly calcified). Device failure related to user handling (inflation of the reliant stent graft balloon partially in the stent graft and partially in the iliac artery).